Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d314trg implantable cardioverter defibrillator (B)(6) 2012; 1156t competitor implantable pacing lead (B)(6) 2012. (B)(4).